Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted; patient had no aortic neck; off-label use.

Event description:
Patient presented with no neck; not a good surgical candidate. In 2009, patient had implant of a 28-16-120bl bifurcated device and 34-34-80l and 34-34-100rl proximal extensions. Follow up CT revealed sac expansion with a slight proximal type I endoleak. At approx 6 months later, the patient was treated with a 28/-28-75l proximal extension.